Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray inspection found overtorque of the inner coil consistent with procedural damage. High potential test failed due to deflected inner coil towards the ring electrode inside the connector region cause by the overtorquing. The cause of the reported events was due to the overtorqued inner coil inside the connector region consistent with procedural damage.

Event description:
During implant procedure, low r-wave sensing and high capture thresholds resulting in a loss of capture was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.